Event description:
It was reported that the pump would shut down without being programmed to do so. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined further follow-up from technical support.